Manufacturer narrative:
Distributor advised that many calls were logged on this issue and that also another rep had been present when another procedure was executed with motifmesh with another dr and would follow up. Distributor successfully contacted dr's office and spoke to dr who agreed to assist in any way in relation to obtaining info. Dr. Advised that he would respond within 48 hrs and was cooperative. He also advised distributor to forward an official letter requesting the info and responded verbally and by e-mail on where to send the correspondence to. Distributor also forwarded an internal complaint documentation for each case and requested completion of same. Distributor also verbally reported that other drs within the same facility use motifmesh and have reported no infection issues. Proxy biomedical received no new info and when consulted, distributor had no response from dr. Distributor, however, received delivery confirmation of letter and also that it was signed by dr. To date no further response has been received from dr. Also product from the same lots which were sold to dr have also been shipped to other customers and no complaints have been received. The lack of cooperation from the physician's office is the reason for the lack of info about the event and the connection between the device and the event.

Event description:
It was reported to distributor rep that a dr commented that "all his motifmesh cases got infections" and would not use the product. His first comment was that 18-20 cases were involved and then revised it to 8 -10. He also questioned the sterility of the product.